Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: pectus blu prbnt ti bar 12.5in cat#78-6125 lot#unk. Pectus blu stabilizer ti cat#78-8020 lot#unk. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. Procedural related complications are influenced by the ¿type of surgery, patients pre-existing comorbid state, and perioperative management.¿ a pneumothorax is an abnormal collection of air in the pleural space located between the lung and chest wall, causing the lung to collapse. This can be caused by trauma to the chest, mechanical ventilation, lung diseases and can occur spontaneously with no apparent cause. The patient will experience sharp pain to the effected lung, shortness of breath, tightness to chest and fast heartbeat. As it progressively worsens, can impact patient oxygen levels in the blood and blood pressure. Patients can exhibit signs of cyanosis (turning blue) due to the depletion of oxygen levels. Medical intervention of chest tube insertion, is typically required to remove the air that is causing the problem. Pneumothorax is a serious and rare complication that may occur when a patient undergoes a surgical procedure requiring mechanical ventilation, or receives upper extremity scalene blocks. As the complaint indicates, radiographs confirmed no migration of the implants which remained stable and intact. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was hospitalized for 1 night after reporting pain bar protrusion on the right side of his chest. Xrays confirmed the bars to be in stable position and a right pneumothorax. Attempts have been made and additional information on the reported event is unavailable at this time.